Event description:
It was reported that a heartmate 3 patient passed away. The patient was found down with frayed cords and alarms going off. The patient had been lost to follow up for most of 2023. The alarms were red heart alarms, and driveline disconnect alarms. Related MFR #: 2916596-2023-08008.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
B1: corrected to product problem only, the report is a malfunction type b2: outcomes not applicable for malfunction report d4; model number corrected manufacturer's investigation conclusion: the reported events of the heartmate 3 system controller (serial number (B)(6)) having frayed cords, producing alarms, and having an expired backup battery were confirmed during evaluation of the returned product. Upon arrival, log files were downloaded for review. The downloaded event log file contained approximately 11 minutes of relevant information on (B)(6) 2023 (2:28:28 to 2:39:42 per timestamp). During this timeframe, a multitude of alarms were active. The driveline was not connected to the controller, resulting in driveline disconnect, pump off, and low flow alarms. No external power and power cable disconnect alarms were also active due to both power cables being disconnected from external power sources. A backup battery fault alarm was also observed due to the backup battery reaching its expiration date. The controller was shut down at 2:39 on (B)(6) 2023. Based on the periodic data, it appeared that the driveline was disconnected from this controller sometime between 1:29:21 and 2:28:28 on (B)(6) 2023. The events which lead up to the driveline being disconnected could not be conclusively determined, as the periodic log file only captured information at designated intervals and the disconnection had been overwritten by newer data in the event log file. During evaluation of the returned controller, it was confirmed that the backup battery had surpassed its expiration date of 11sep2023. It was also noted that there were damages on both the black and white power cables which exposed the inner shielding and wires. When connected to a mock circulatory loop and test laboratory equipment, the controller was able to support pump operation for an extended period of time without issue. However with manipulation of the black power cable, atypical power cable disconnect alarms were produced. Further investigation of the black power cable revealed that the wire which pertains to the relative state of charge (rsoc) had been broken in the area of the observed jacket damage. This damage caused abnormal rsoc values which resulted in the atypical power cable disconnect alarms. A photo was also submitted from the customer for review. This photo revealed that the white power cable of the system controller was connected to a 14v battery; however, a low flow message was observed and the pump running symbol on the controller was not illuminated, which indicate that the pump was off. One line of periodic data captured at 1:29:21 on (B)(6) shows that the controller was connected to the driveline and two 14v batteries, but the pump was not running, which is consistent with this photo. This issue appears to have been overwritten in the event log file, and it cannot be conclusively determined why the pump was not running at the time this photo was taken. It should also be noted that the returned controller was able to support pump operation without issue throughout testing. The root causes of the power cable damage, driveline disconnection, and the system being stopped in the submitted photo cannot be conclusively determined through this evaluation. The root cause of the backup battery fault alarm was determined to be the backup battery surpassing its expiration date. Incidental finding revealed fluid ingress and damaged driveline release button. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault, driveline disconnect, pump off, no external power conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. If the original 11 volt lithium-ion backup battery exceeds its expiration date or if a backup battery fault alarm appears on the information display screen, the battery must be replaced. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been found down with frayed cords and alarms going off. There were red heart alarms and driveline disconnect alarms. Patient's sister reported seeing them via ring video doorbell. The patient had reportedly gone into their bedroom, and it was assumed they were changing their batteries. Then the device was heard alarming. It was unclear how long this was. The account reported that one system controller had obvious wear on the power sources and no history on it, except that the emergency backup battery (ebb) had been used multiple times and the ebb needed to be replaced.